Event description:
A leakage occurred at the filter of a tubing set being used to infuse a chemotherapeutic agent. The pt was at home during the incident. The IV solution infusing was the chemo drug 5-fu. The pt was receiving the chemo via a PICC line. The drug was delivered at 0.6ml/hr in a continuous mode. The leakage occurred at the level of the filter, which was taped to the pt's skin. It was reported that the amount of the leakage could not be determined since 5fu tends to crystalize easily. It was unk how long the tubing set was in use when the leak occurred. No blood loss or air back flow occurred. The affected area was treated with hydrocortisone 1% in prophylaxis, but no reaction was observed consequently to the exposure by the treating clinical staff. The pt missed a dose of chemotherapy. The pt cleaned the area at home that was exposed to the chemo according to the facility's protocols for home chemotherapy. Although requested, no add'l info is available.